Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had poor battery life, slow rewound, buttons were unresponsive, motor error and random no delivery. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting for multiple pump error. Insulin pump will not be returned for analysis.